Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. The customer then attempted to load two cartridges and received a cartridge alarm 19 during the load process with both cartridges. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.